Manufacturer narrative:
Event date: an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) burst during filling. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h10. Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2020-05750. All investigation activities will be captured under report 1416980-2020-05750. Should additional relevant information become available, a supplemental report will be submitted.